Event description:
A (B)(6) supplier reported that a pt had awakened to a terrible odor, visible smoke coming from his continuous positive airway pressure device (CPAP) and the lights on the device blinking. While no flames were observed, a thermal void was visible in the bottom enclosure of the humidifier. There was no report of property damage; and, while a dr was consulted, no medical intervention was required.

Manufacturer narrative:
The device was evaluated by the MFR. Thermal damage to the device enclosure was confirmed in the form of deformation of the top enclosure and one thermal void in the bottom enclosure. The damages to the enclosures of the device are proximal to a thermally damaged portion of the device's printed circuit assembly (pca), in the location of a connector to the humidifier heater-plate. The associated CPAP device was also evaluated by the MFR. While there was evidence of thermal deformation to the bottom enclosure, proximal to the thermal damage of the associated humidifier, the enclosure was not compromised. There was no evidence of any failure of the CPAP. It is, therefore, listed as a concomitant device. The MFR completed the investigation of the reported complaint and concluded the failure mode is caused by high resistance heating between the heater-plate connector and the heater-plate wire harness. Engineering determined that the high resistance heating was attributable to corrosion of the connector's contact terminals due to fretting and/or intermittent electrical connection caused by insufficient spring forces on the wire-harness. Fretting is a combination of frictional wear and corrosion caused by small amplitude motion between the mating materials of the connector. The source of the small amplitude motion was attributed to temperature cycling between the mating metals due to electrical current, pulsed to the heater load. Corrosion generated on the terminal contacts due to fretting resulted in increased resistance within the connector causing increased heat. The insufficient spring force established by the female terminal contacts within the heater plate wire-harness is attributable to the geometry of the terminal contacts developed during the supplier's mfg process. The intermittent connection can potentially cause an increase in heat due to electrical arcing. The heater plate wire-harness connector had been purchased from two separate suppliers. Based on an analysis of the MFR's complaint database and eval of the units returned, the MFR determined that the failure mode was isolated to a single supplier. The composition of the metal terminal contacts within one supplier's connector proved to be susceptible to fretting and the geometry of the conductors from the same supplier's connector increased the potential for an intermittent connection to occur. Connectors purchased from the other supplier did not have the same characteristics in geometry or the composition of metal terminal contacts. The MFR was able to isolate the population of devices potentially mfg with the specific supplier's suspect connector and issued a voluntary field corrective action. The FDA was notified in (B)(4) 2009 and philips respironics was issued recall number z-1260-2009.